Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, an error message appeared on the viewing station of the imaging system stating that the system was not charging. No additional information was provided. There was no patient present when this issue was identified.